Event description:
It has been reported that the physician implanted the device (B)(6) 2009. The device has not dissolved. The device was removed (B)(6) 2010.

Manufacturer narrative:
The explanted material has not been returned to the MFR, therefore, an investigation to determine failure mode could not be conducted. The device is not designed to completely absorb within the duration of time implanted. The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not abnormal for this device. If additional info becomes available, it will be submitted in a supplemental report.